Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2018-51778.

Event description:
It was reported that 2 patients have had much more swelling than expected lower leg after regular knee arthroscopy. The same pump was used in both cases. The costumer can¿t find any problems with the pump but we decide that the pump will be sent for check up.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch report number: 1221934-2018-51778.

Event description:
This report captures one patient; the second patient is captured on related complaint (B)(4) (MFR number 1221934-2018-51778).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center and evaluated. The complaint was confirmed. As per the service report, neither the fault reported by the customer could be verified nor another fault was found. The root cause for the reported problem is undetermined. A device history review was not performed as this is a legacy device and it is no longer possible to make process corrections or corrective actions. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).